Event description:
The following information was reported: as the physician pulled the balloon back against the arteriotomy (in between the first and second point of resistance) the balloon ruptured. The physician did not lose access. The physician tried another mynxgrip (6f/7f) vascular closure device and the same thing occurred. At that point the physician decided to abort and hold manual pressure. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: 6 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
An attempt to inflate the balloon with water from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1416303) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). Two balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. See MDR # 3004939290-2014-01036 for the second device.